Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable infusion pump for non-malignant pain. It was reported the catheter migrated up on the patient. It was noted the patient experienced multiple falls, which may have led or contributed to the catheter migration. It was noted a CT scan was performed, which confirmed the migration. The catheter was pulled down and secured with anchors. The issue was resolved at the time of this report. The hcp had no further information regarding the event. The event date was unknown. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status at the time of the event was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.